Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok and down arrow keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2016 with the following findings: the up, down and ok keypad buttons were found to be under responsive. The keypad was removed; there was no damage found to the button contacts or keypad flex cable. The pump was opened; there was moisture corrosion found on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked on the left side of the grip pad. No moisture was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.